Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 02/21/2008 by fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 03/14/2008.

Event description:
A consumer reports blurred distant and near vision in the left eye following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports that during implantation surgery, the posterior capsule tore, requiring a limited anterior vitrectomy. He reports the outcome of event as "excellent".